Manufacturer narrative:
(B)(4). Date of initial report: 11/10/2015. Evaluation of the incident grounding pad found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The instructions for use state to shave, clean and dry application site as needed. Apply finger pressure to massage the entire pad area to ensure adequate contact with the patient's skin.

Event description:
The customer reported that during a grafting at the catheter lab on the left inquinal region, ethanol was used for disinfection and it flowed into the grounding pad which had been placed on the back of the patients left thigh. A spark occurred at the grounding pad and the patient sustained a 3cm x 5cm 2nd degree burn. The spark was not visibly confirmed but noise was heard and the cover cloth around the pad started burning. The burn was treated with ointment. Patient information is not available.